Event description:
Caller states the coaguchek s system produced a result of 8.1 inr. No action taken on device result. No adverse event reported. Requested return of suspect device and replacement was sent. Numeric reading range of device is 0.6 inr to 8.0 inr.